Event description:
Physician reported implant rupture, seroma, double capsule, giant cell reaction to foreign body, and capsular contracture, baker grade iii, diagnosed via ultrasound and mammography. The device has been explanted. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, granuloma, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿giant cell reaction to foreign body (silicone)¿, ¿implant rupture¿, ¿capsular contracture, baker grade iii¿, seroma

Event description:
Physician reported implant rupture, seroma, double capsule, giant cell reaction to foreign body, and capsular contracture, baker grade iii, diagnosed via ultrasound and mammography. The device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.